Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (3.0 mg/ml at 0.5515mg/day) and bupivacaine (15.0 mg/ml at 2.757 mg/day) via an implanted pump. It was reported that the patient had an early pump replacement. Per the reporter, the patient presented to the physician¿s office with withdrawal symptoms 1-2 days after their last refill. The surgeon scheduled or (operating room) time to check the pump with a motor and dye study. Both of which were successful. The catheter appeared to be posterior at t7; the surgeon was able to get adequate flow of csf (cerebrospinal fluid)/drug; and the motors/rotors appeared to rotate properly for the study. The surgeon then decided to replace the pump since there was only 11 months left until elective replacement. The cause of the issue was unable to be determined. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.